Event description:
It was reported that the patient experienced a leak during peritoneal dialysis therapy. The patient had an accidental disconnection between the transfer set and the patient line while they were asleep and woke up to a wet bed during the drain. The patient had ended the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).